Event description:
The customer reported that during a right hemicolectomy, the sealing function was not satisfactory. Suture was used on the sealed areas. Unknown if alarms were heard. Unknown if any bleeding occurred. Despite numerous attempts, no additional details were made available by the site. No patient injury reported.

Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.